Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clip dropped and fell into the patient, but it was retrieved. The clip was malformed. There was no consequence to the patient.

Manufacturer narrative:
D6: device returned with no lot identification.